Event description:
Customer reported experiencing hypoglycemia leading to altered conciousness. A reading of 77 mg/dl was receved by customer's friend. Two minutes later, a reading of 109 mg/dl was received. Five minutes later, emergency physician took a blood sample with a result of 31 mg/dl. Customer account is unclear as to whether this result was from another brand meter or a lab comparison. Customer was treated with a glucose injection.